Event description:
Boston scientific crm received information that this lead right ventricular lead was exhibiting impedance measurements greater than 2500 ohms and no capture despite elevated device outputs. A fracture was suspected and the lead will be removed from service in the near future.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.